Event description:
The customer returned the duodenovideoscope, an olympus asset, with no reported complaint. During device evaluation, the forceps holder was found to be burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is possible that a high-frequency treatment device was used without a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.